Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter indicated that the pump time and date was changing randomly without pattern. The reporter confirmed that the issue did not appear to be related to battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed multiple manual time changes. The dates in the total daily dose history are incongruent; there is no data in the black box from the time of the incongruent dates due to continued pump use. A timekeeping accuracy test was performed and the pump maintained time accurately during the 5-day duration test. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, investigation revealed the battery compartment was cracked and the audio bolus button was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.